Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that placement of bard port powerport isp groshong 8fr titanium implantable port was performed due to poor venous access which is needed for IV fluids. Access was obtained into the vein using a 21 g needle micropuncture set. Needle was exchanged over wire for a microsheath. Small incision and pocket were made for the reservoir. Hemostasis was obtained using antibiotic soaked gauze. The catheter was tunneled to the venous access site from the pocket. The catheter was trimmed to appropriate length. The catheter was connected to the reservoir which was soaked in saline. The reservoir was placed into the pocket and secured. The microsheath was exchanged to a peel away sheath over a guide wire. Then the catheter was placed through the peel away sheath under fluoroscopic guidance. The port was accessed and demonstrated good blood draw and flush. The pocket incision was closed. One month and twelve days later, chest radiograph showed right chest port terminating in the right atrium. Two days later, chest computed tomography without contrast was performed due to pulmonary nodules, concerning for septic emboli. The result included subpleural right lower lobe wedge-shaped groundglass opacities with central nodule may related to infection versus infarct. Suspected feeding vessel raises the suspicion for embolic source. Lack of cavitation makes septic etiology less likely but not entirely excluded. Three days later, right sided ported catheter removal was performed due to suspected infection. An incision was made at the site of the indwelling port. The port was exposed with a combination of sharp and blunt dissection. The port and catheter were removed in their entirety. There were no immediate complications. Eight days later, tunneled central venous catheter placement with 10 f bard double lumen leonard hickman catheter was performed. Per the medical record review, it was confirmed the patient had adverse event. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2023), g2, g3, h6 (patient, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year, one month and fourteen days post a port placement, the patient allegedly developed infection and had pulmonary nodules, concerning for septic emboli. However, the current status of the patient is unknown.